Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused precedex during patient therapy in the cardiovascular intensive care unit (cvicu). The nurse noticed that the precedex bag did not infuse in the expected time and then calculated the remaining fluid and determined it was infusing at a slower rate than ordered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b14. Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.